Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') in an adult female patient who had essure (batch no. 915886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding vaginal, menorrhagia"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("mental anguish and anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pain/ pelvic pain /abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia. Insertion details- trailing coil : left 4 , right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 170.7 kgs. Hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') in an adult female patient who had essure (batch no. 915886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("mental anguish and anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) -2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, bladder disorder, urinary tract disorder and vaginal haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pain/ pelvic pain /abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia. Insertion details- trailing coil : left 4 , right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 170.7 kgs. Hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion.. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of event abnormal bleeding (vaginal, menorrhagia) was updated to recovered/resolved. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') in an adult female patient who had essure (batch no. 915886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("mental anguish and anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("anemia"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pain/ pelvic pain /abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia. Insertion details- trailing coil : left 4 , right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 170.7 kgs. Hysterosalpingogram - on (B)(6)2012: bilateral tubal occlusion.. Ultrasound scan vagina - on (B)(6)2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received: reporters were added. Lot no. Was added. New event- abnormal bleeding (vaginal), anxiety were added & previously one event was updated from psyche problem to depression. Event onset dates were added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment for chronic pain/ pelvic pain /abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter and patient demographics were updated. Updated essure indication. On (B)(6) 2018, she explanted essure. Injury event was replaced with chronic pain/ pelvic pain /abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, psych injury, bladder/urinary problems. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.